Event description:
Biomed manager reported secondary bag emptied too fast. Primary infusion was ns at 60 ml/hr. Secondary was programmed as potassium chloride 20 meq in 100 ml to infuse over 1 hour at 100 ml/hr. When the nurse went to change the primary to kvo rate per a new physician order, she noticed that there was 27 mins duration left for the secondary, but the secondary bag was completely empty. The pt had no changes in vital signs, no ectopy and no changes from the previous assessment. Profile was critical care. No pt harm or medical intervention reported. Customer states that no further pt/event info is available. (B)(4).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.